Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported impact to the customer¿s blood glucose.